Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection was performed with both the naked eye and a microscope, and damage to the light blue main body was found in the form of cracks. Leak testing was performed with underwater pressure testing, with no leaks found. Clear passage and clamp function testing was performed with no issues noted. Upon completion of the investigation, the reported problem of damage to the main body was verified; however, the cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were noted in the light blue main body of a minicap transfer set. This occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.